Event description:
It was reported that during a ptca stenting procedure, the nc ranger balloon ruptured at 14 atms on the initial inflation. The lesion was located in the right coronary artery (rca). The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported "okay".